Event description:
Aytemir k, gurses km, yalcin mu, et al. Safety and efficacy outcomes in patients undergoing pulmonary vein isolation with second-generation cryo balloon. Europace. 2015;17(3):379-387. The source literature reported: six patients (1.96%) experienced a pseudoaneurysm or haematoma in the femoral access site. Three (0.98%) patients had femoral arteriovenous (av) fistula requiring surgical or interventional repair. Twenty-two (7.19%) patients had post-procedural mild pericardial effusion and one (0.33%) patient developed pericardial tamponade requiring percutaneous drainage.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Complications mentioned in the article are listed in the product labelling as potential adverse events associated with cannulation of the peripheral vasculature and intracardiac placement of the sheath and dilator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.